Event description:
The hospital reported the wire broke during a procedure. The physician was using the device to cut a papilla and was able to cut the papilla initially but the second time physician applied current to the device, the wire snapped. The procedure was completed with a different device. There was no patient injury reported.

Manufacturer narrative:
The device reference in this report was returned to olympus for investigation. The device was received with a broken wire at the distal end. There was evidence of thermal damage on the distal end of the device. In the device instruction manual, it states that the wire may break off in the following cases: if the distance between the papilla of water and the wire is too short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. The cause of the user's experience cannot be determined at this time, however, if new information becomes available a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.